Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: we had an issue with one of our pumps where the pump and the volume administered didn't match the stated volume on the pump, the staff say the volume out the bag looked to be more than the pump displayed. The problem we experienced with the pump is we started pump at 9am with a rate of 111 milliliters (mls) and volume of 500mls. Which would mean the infusion would run over 4 ½ hours. The first hour was correct. We were late for the second check due to ward activity this was at 2hrs 40 mins. Displayed showed only 175 mls total had been infused when it should have been more at 296. The bag certainly looked like more had been infused. We changed to a new pump at this stage with the same infusion rate and the volume which would have been correct and this continued to the end of the infusion with no issues.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 43 h. Further information: n/a. Investigation results: history inspection: no date of the incident was given from the costumer. Only parameters were given. The only infusion with the specified parameters was at 2024.01.24. At 10:56 am a rate of 111 ml/h and a vtbi of 500 ml was set. At 10:58 am a space line was inserted, and the infusion was started. At 11:33 am a pressure alarm was displayed (reason for the alarm could not be clarified). At 11:34 am the infusion was started again. At 12:00 pm another pressure alarm was displayed (reason for the alarm could not be clarified. In the same minute the therapy was reset, and the infusion was started again. Up to that time the device has delivered a volume of 110,82 ml (act. Volume infused). At 13:07 the infusion was stopped by the costumer. At 13:10 the infusion was started. At 13:39 the infusion was stopped again by the costumer. Up to that time the device has delivered a volume of 175,92 ml. Then the costumer took out the line. During both infusions the device has delivered a total volume of 286,74 ml. The history files show no anomalies. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,93%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The costumer reset the therapy data at 12:00 pm. Then the infusion with the same parameters starts from the beginning. That produced a false perception cause the device shows the volume based on the values after the reset. The device totally infused a volume of 286,74 ml (infusion before and after the reset). No product deviation.